Manufacturer narrative:
An olympus field service engineer was dispatched to the user facility to complete a device evaluation and repair. The push plate was replaced. The equipment was repaired and verified according to OEM instructions. Additionally, software attributes have been verified and confirmed. The covers of the oer-pro were not removed so an electrical safety check was not required. The cause of the reported event cannot be determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported the push plate of the unit was cracked. Additional information is unavailable at this time.

Manufacturer narrative:
The investigation has been completed. Upon further review of the reported issue, it was determined that this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.